Manufacturer narrative:
Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that when staff used the lift to transfer the user from wheelchair to bed, the user fell with the slingbar, sling and some parts into the bed. No patient injury related to the fall. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The customer reported that when staff used the lift to transfer the user from wheelchair to bed, the user fell with the slingbar, sling and some parts into the bed. There was no patient/user injury reported. A service technician went on site. It was found that there was a fault on the spring-loaded fastener. The spring from r2r hook could not be found. It was also found that one of the two screws was loose, and customer thinks this could be the cause for part to fall down. Report and pictures were documented. Manufacturer investigation shows that the screw that was found to be loose can cause the quick release hook to separate from the slingbar if the screws detach. This is the likely cause for the patient fall. It has further been found that when the likorall overhead lift was installed the customer used a slingbar that they already were using. The slingbar used has been found to be past its expected lifetime. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the railsystem. Universal slingbar can be used in combination with liko slings that attaches to the sling bar using sling loops. Liko´s universal sling bars are with two assembly options, fixed assembly or with quick-release hook. The instruction guide for universal sling bars, 7en160185 rev 3, states under care and maintenance; " for safe and trouble-free operation, a few routine procedures should be performed every day, before the sling bar is in use: check the screw and locking nut that attaches the sling bar.¿ the IFU further states: ¿a periodic inspection of universal sling bars should be carried out at least once a year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by liko and using original liko spare parts. Expected life time. The product has an expected life time of 10 years when correctly handled, serviced and periodically inspected in accordance with liko¿s instructions.¿ the periodic inspection protocol for liko accessories 3en601001 rev 2 (which describes yearly inspections of liko universal slingbars) states under section 3: verify presence of product decal with model type and serial number and maximum load. Visually inspect the sling bar to detect any cracks or deformities. Make sure there are no deformities in the attachment points (a). Check that the sling bar is correctly fastened. Attachment point (a) is in a pictorial illustration indicating area with quick release hook. Although there was no patient injury associated with the reported event, the report of the slingbar separating from quick release hook during patient transfer, could contribute to a serious injury or death, if the malfunction were to recur. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer reported that when staff used the lift to transfer the user from wheelchair to bed, the user fell with the slingbar, sling and some parts into the bed. No patient injury related to the fall. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).